Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot #: j0555202v, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 16-sep-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a swollen area on their back where the lead anchor may be. This was painful to the patient. There were no known factors that may have led to the issue. The rep said that surgical intervention was planned to make the lead anchor deeper in the tissue so it was more comfortable; surgery was planned for (B)(6) 2019. It was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that ap proximately 6 weeks prior to the report, the patient felt a ¿pop¿ in their back. They developed two raised areas over where the lead anchor was and the extension was connected and lost stimulation at that time. The patient also had scabbed scar tissue over the battery incision. On (B)(6)2019, the implantable neurostimulator battery was discharged and the patient did not bring a recharger, so they were unable to read the battery or do any impedance testing. The physician decided to replace the lead and the implantable neurostimulator at that time. The issues were resolved at the time of the report. There were no further complications reported or anticipated.